Event description:
It was reported that the customer was admitted to the emergency room due to a hypoglycemic event. The caller stated that the customer passed out, and was being treated at the time of the call. The caller was unable to continue with the call due to an emergency with another patient. Advised the caller to call back for troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.